Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Manufacturer narrative:
The device was received. Investigation is not completed. As indicated, this event was identified as part of a customer notification dated april 2010. (B) (4). (B) (4).

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. The device was returned to the biomedical dept with a note that stated, "IV infusion pump air thru pump to pt, didn't alarm. No harm to pt. Rn took tubing out. Chemo infusing. Biomed called. Tagged at nursing station." No specific pt info, pump programming, or event details were provided. Multiple unsuccessful attempts have been made for additional info including specific pt and event details. No additional info has yet been received. Hospira is continuing to investigate the reported event.